Manufacturer narrative:
The reported event for high lead impedances was confirmed. The lead was received complete. X-ray analysis revealed all wires were detached from the paddle electrodes. All channels measured open due to the detached wires. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-01868. It was reported that the patient's lead exhibited high impedances and the ipg had become unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2023 where in the lead and ipg were explanted and replaced to address the issue.